Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. B63553-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2011 to 2012 and birth control pills in 2009. On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain, pain"), migraine ("migraine headache, migraines"), alopecia ("hair loss"), rash ("skin rash/ rash"), dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding (menorrhagia), heavy menses"), headache ("headaches") and adnexa uteri pain ("pain in fallopian tubes, pain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), skin disorder ("skin disorder"), weight increased ("weight gain"), abdominal distension ("bloating"), urticaria ("hives"), weight fluctuation ("weight fluctuation") and oligomenorrhoea ("infrequent menses"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, migraine, back pain, headache, weight increased, abdominal distension and adnexa uteri pain had resolved and the dysmenorrhoea, dyspareunia, alopecia, rash, dysgeusia, vaginal haemorrhage, allergy to metals, menorrhagia, skin disorder, urticaria, weight fluctuation and oligomenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, oligomenorrhoea, pelvic pain, rash, skin disorder, urticaria, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 23-aug-2018: update of information (batch is invalid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B63553-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful urination, urinary frequency, multigravida, parity 2, vomiting, diarrhea, cholelithiasis, vaginal delivery and gallstones. Previously administered products included for an unreported indication: depo provera from 2011 to 2012 and birth control pills in 2009. In 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), the first episode of abdominal pain ("abdominal pain, pain"), migraine ("migraine headache, migraines"), alopecia ("hair loss"), skin rash ("skin rash/ rash"), dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), the first episode of allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding (menorrhagia), heavy menses"), headache ("headaches") and adnexa uteri pain ("pain in fallopian tubes, pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), skin disorder ("skin disorder"), abdominal distension ("bloating"), urticaria ("hives"), weight fluctuation ("weight fluctuation"), oligomenorrhoea ("infrequent menses"), rash ("rashes"), the second episode of abdominal pain ("abdominal pain"), disturbance in attention ("not focusing mentally"), the second episode of allergy to metals ("nickel level is high, nickel allergy"), genital haemorrhage ("bleeding/ heavy bleeding"), abdominal pain lower ("cramping") and contusion ("bruise") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, rash, the last episode of abdominal pain, disturbance in attention and the last episode of allergy to metals had not resolved, the pelvic pain, migraine, back pain, headache, weight increased, abdominal distension and adnexa uteri pain had resolved and the dysmenorrhoea, dyspareunia, alopecia, skin rash, dysgeusia, vaginal haemorrhage, menorrhagia, skin disorder, urticaria, weight fluctuation, oligomenorrhoea, genital haemorrhage, abdominal pain lower and contusion outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, back pain, contusion, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, oligomenorrhoea, pelvic inflammatory disease, pelvic pain, skin disorder, skin rash, urticaria, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of abdominal pain, the first episode of allergy to metals, rash, the second episode of abdominal pain and the second episode of allergy to metals to be related to essure. The reporter commented: left side 6trailing coils, right side 10 trailing coils. Discrepancy noted as essure insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. In (B)(6) 2009: essure device placed properly, tubes blocked; in (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2014: successful tubal occlusion. Lot number b63553 is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: update of quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B63553-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful urination, urinary frequency, multigravida, parity 2, vomiting, diarrhea, cholelithiasis, vaginal delivery and gallstones. Previously administered products included for an unreported indication: depo provera from 2011 to 2012 and birth control pills in 2009. In 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), the first episode of abdominal pain ("abdominal pain, pain"), migraine ("migraine headache, migraines"), alopecia ("hair loss"), skin rash ("skin rash/ rash"), dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), the first episode of allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding (menorrhagia), heavy menses"), headache ("headaches") and adnexa uteri pain ("pain in fallopian tubes, pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), skin disorder ("skin disorder"), abdominal distension ("bloating"), urticaria ("hives"), weight fluctuation ("weight fluctuation"), oligomenorrhoea ("infrequent menses"), rash ("rashes"), the second episode of abdominal pain ("abdominal pain"), disturbance in attention ("not focusing mentally"), the second episode of allergy to metals ("nickel level is high, nickel allergy"), genital haemorrhage ("bleeding/ heavy bleeding"), abdominal pain lower ("cramping") and contusion ("bruise") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, rash, the last episode of abdominal pain, disturbance in attention and the last episode of allergy to metals had not resolved, the pelvic pain, migraine, back pain, headache, weight increased, abdominal distension and adnexa uteri pain had resolved and the dysmenorrhoea, dyspareunia, alopecia, skin rash, dysgeusia, vaginal haemorrhage, menorrhagia, skin disorder, urticaria, weight fluctuation, oligomenorrhoea, genital haemorrhage, abdominal pain lower and contusion outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, back pain, contusion, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, oligomenorrhoea, pelvic inflammatory disease, pelvic pain, skin disorder, skin rash, urticaria, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of abdominal pain, the first episode of allergy to metals, rash, the second episode of abdominal pain and the second episode of allergy to metals to be related to essure. The reporter commented: left side- 6trailing coils, right side - 10 trailing coils. Discrepancy noted as essure insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: essure device placed properly, tubes blocked; in (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2014: successful tubal occlusion. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet: event was added- bruise and reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. B63553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headache"), back pain ("back pain"), alopecia ("hair loss"), rash ("skin rash/ rash"), dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding"), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia"), headache ("headaches") and skin disorder ("skin disorder"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, alopecia, rash, dysgeusia, vaginal haemorrhage, allergy to metals, menorrhagia, headache and skin disorder outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, pelvic pain, rash, skin disorder and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 4-jun-2018: plaintiff fact sheet- events menorrhagia, headache, skin disorder were added. On 4-jun-2018: lot number was updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. B63553) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera from 2011 to 2012 and birth control pills in 2009. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain, pain"), migraine ("migraine headache, migraines"), alopecia ("hair loss"), rash ("skin rash/ rash"), dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding (menorrhagia), heavy menses"), headache ("headaches") and adnexa uteri pain ("pain in fallopian tubes, pain"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), skin disorder ("skin disorder"), weight increased ("weight gain"), abdominal distension ("bloating"), urticaria ("hives"), weight fluctuation ("weight fluctuation") and oligomenorrhoea ("infrequent menses"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, abdominal pain, migraine, back pain, headache, weight increased, abdominal distension and adnexa uteri pain had resolved and the dysmenorrhoea, dyspareunia, alopecia, rash, dysgeusia, vaginal haemorrhage, allergy to metals, menorrhagia, skin disorder, urticaria, weight fluctuation and oligomenorrhoea outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, headache, menorrhagia, migraine, oligomenorrhoea, pelvic pain, rash, skin disorder, urticaria, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in december 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-aug-2018: pfs received: patient demographic information, historical drugs added. New events: weight increased, abdominal distension, adnexa uteri pain, urticaria, weight fluctuation and oligomenorrhoea added. Outcome for the events : abdominal distension, pelvic pain, abdominal pain, back pain, migraine and headache updated to recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B63553-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful urination, urinary frequency, multigravida, parity 2, vomiting, diarrhea, cholelithiasis, vaginal delivery and gallstones. Previously administered products included for an unreported indication: depo provera from 2011 to 2012 and birth control pills in 2009. In 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), the first episode of abdominal pain ("abdominal pain, pain"), migraine ("migraine headache, migraines"), alopecia ("hair loss"), skin rash ("skin rash/ rash"), dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), the first episode of allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding (menorrhagia), heavy menses"), headache ("headaches") and adnexa uteri pain ("pain in fallopian tubes, pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), skin disorder ("skin disorder"), abdominal distension ("bloating"), urticaria ("hives"), weight fluctuation ("weight fluctuation"), oligomenorrhoea ("infrequent menses"), rash ("rashes"), the second episode of abdominal pain ("abdominal pain"), disturbance in attention ("not focusing mentally"), the second episode of allergy to metals ("nickel level is high, nickel allergy"), genital haemorrhage ("bleeding/ heavy bleeding") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2017. At the time of the report, the pelvic inflammatory disease, rash, the last episode of abdominal pain, disturbance in attention and the last episode of allergy to metals had not resolved, the pelvic pain, migraine, back pain, headache, weight increased, abdominal distension and adnexa uteri pain had resolved and the dysmenorrhoea, dyspareunia, alopecia, skin rash, dysgeusia, vaginal haemorrhage, menorrhagia, skin disorder, urticaria, weight fluctuation, oligomenorrhoea, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, back pain, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, oligomenorrhoea, pelvic inflammatory disease, pelvic pain, skin disorder, skin rash, urticaria, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of abdominal pain, the first episode of allergy to metals, rash, the second episode of abdominal pain and the second episode of allergy to metals to be related to essure. The reporter commented: left side- 6trailing coils, right side - 10 trailing coils. Discrepancy noted as essure insertion date: (B)(6)2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2009: essure device placed properly, tubes blocked; in (B)(6)2013: results: total bilateral occlusion; on (B)(6)2014: successful tubal occlusion. Most recent follow-up information incorporated above includes: on 27-jan-2020: this is a retention case. All the information from deleted case (B)(4) was transferred into this retention case. Essure insertion date was updated. New events added(deletion case (B)(4): pelvic inflammatory disease, rashes, abdominal pain, not focusing mentally, nickel level is high, nickel allergy. References details and source documents were transferred from deletion case no. (B)(4). New events added(from deletion case (B)(4) bleeding/ heavy bleeding, cramping. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('pelvic inflammatory disease') and pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. B63553-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included painful urination, urinary frequency, multigravida, parity 2, vomiting, diarrhea, cholelithiasis, vaginal delivery and gallstones. Previously administered products included for an unreported indication: depo provera from 2011 to 2012 and birth control pills in 2009. In 2012, the patient had essure inserted. In 2013, the patient experienced dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), the first episode of abdominal pain ("abdominal pain, pain"), migraine ("migraine headache, migraines"), alopecia ("hair loss"), skin rash ("skin rash/ rash"), dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding, abnormal bleeding (vaginal)"), the first episode of allergy to metals ("nickel allergy"), menorrhagia ("abnormal bleeding (menorrhagia), heavy menses"), headache ("headaches") and adnexa uteri pain ("pain in fallopian tubes, pain"). On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), back pain ("back pain"), skin disorder ("skin disorder"), abdominal distension ("bloating"), urticaria ("hives"), weight fluctuation ("weight fluctuation"), oligomenorrhoea ("infrequent menses"), rash ("rashes"), the second episode of abdominal pain ("abdominal pain"), disturbance in attention ("not focusing mentally"), the second episode of allergy to metals ("nickel level is high, nickel allergy"), genital haemorrhage ("bleeding/ heavy bleeding") and abdominal pain lower ("cramping") and was found to have weight increased ("weight gain"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, rash, the last episode of abdominal pain, disturbance in attention and the last episode of allergy to metals had not resolved, the pelvic pain, migraine, back pain, headache, weight increased, abdominal distension and adnexa uteri pain had resolved and the dysmenorrhoea, dyspareunia, alopecia, skin rash, dysgeusia, vaginal haemorrhage, menorrhagia, skin disorder, urticaria, weight fluctuation, oligomenorrhoea, genital haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, adnexa uteri pain, alopecia, back pain, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, oligomenorrhoea, pelvic inflammatory disease, pelvic pain, skin disorder, skin rash, urticaria, vaginal haemorrhage, weight fluctuation, weight increased, the first episode of abdominal pain, the first episode of allergy to metals, rash, the second episode of abdominal pain and the second episode of allergy to metals to be related to essure. The reporter commented: left side- 6 trailing coils, right side - 10 trailing coils. Discrepancy noted as essure insertion date: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: essure device placed properly, tubes blocked; in (B)(6) 2013: results: total bilateral occlusion; on (B)(6) 2014: successful tubal occlusion. Most recent follow-up information incorporated above includes: on 28-jan-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycle"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), migraine ("migraine headache"), back pain ("back pain"), alopecia ("hair loss"), rash ("skin rash"), dysgeusia ("metallic taste in her mouth"), vaginal haemorrhage ("heavy vaginal bleeding") and allergy to metals ("nickel allergy"). The patient was treated with surgery (patient underwent a procedure to remove essure device). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, migraine, back pain, alopecia, rash, dysgeusia, vaginal haemorrhage and allergy to metals outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, dysgeusia, dysmenorrhoea, dyspareunia, migraine, pelvic pain, rash and vaginal haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.